Event description:
During a review of the colleague infusion pump by baxter (B)(4), the device was found to have dim display on channel a. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. This device utilizes user interface module master software version 5.09.92 categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). The aware date contained in the initial MDR is incorrect.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause is unknown. No repairs were made to correct the reported condition. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).